Event description:
It was reported via legal documentation that approximately 105 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, increasing pain, swelling, and instability. Upon the revision of the exactech device, the plaintiff's surgeon observed signs of polyethylene wear, loosening of prosthetic joint, a large osteolytic cyst beneath the tibial components, and femoral bone loss. Revision op notes were not provided. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: (B)(6) 200-04-45 - cemented finned tib. Tra sz 4f/5t (B)(6) 200-04-45 - cemented finned tib. Tra sz 4f/5t (B)(6) 234-03-04 - optetrak asy,ps cemented femoral, sz 4, (B)(6) 204-24-11 - ps tibial inserts sz 4, 11mm (B)(6) 234-02-04 - optetrak asy,ps cemented femoral, sz 4, (B)(6) 200-02-38 - three peg patella 38mm (B)(6) 200-02-38 - three peg patella 38mm the product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was the cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, medical device problem code, type of investigation. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.